Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/right pregnancy (ectopic)"), abortion of ectopic pregnancy ("loss of ectopic pregnancy") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), pelvic pain ("chronic pelvic pain/pain") and complication of device insertion ("only able to place essure device in left fallopian tube"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, allergy to metals, pelvic pain, systemic lupus erythematosus and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abortion of ectopic pregnancy with essure (ess205). The reporter considered allergy to metals, complication of device insertion, ectopic pregnancy with contraceptive device, pelvic pain and systemic lupus erythematosus to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, device difficult to use and lupus, loss pf ectopic pregnancy were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/right pregnancy (ectopic)"), abortion of ectopic pregnancy ("loss of ectopic pregnancy/pregnancy(termination)"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") and intracranial aneurysm ("other injury (ies) or complications-please describe brain aneurysm from lupus") in a 33-year-old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida and parity 2. (B)(6) 2009; right ectopic pregnancy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain ("chronic pelvic pain/pain/pain pelvic"). On (B)(6) 2009, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure (ess205). In (B)(6) 2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition-type of disorder or condition:fibroids"). In (B)(6) 2017, the patient experienced intracranial aneurysm (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and complication of device insertion ("only able to place essure device in left fallopian tube"). The patient was treated with surgery (brain shunt ¿ ventriculostomy and hsyterectomy(full),salpingectomy (bilateral removal of fallopian tube),tubal ligation). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, systemic lupus erythematosus, intracranial aneurysm, allergy to metals, complication of device insertion and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter provided no causality assessment for abortion of ectopic pregnancy with essure (ess205). The reporter considered allergy to metals, complication of device insertion, ectopic pregnancy with contraceptive device, intracranial aneurysm, pelvic pain, systemic lupus erythematosus and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: dense adhesions at left fallopian tube, filmy adhesions on right fallopian tube, normal ovaries, normal tubes.; on an unknown date: revealed an anteverted, small uterus, with smooth contour, normal tubes, no adnexal masses. Pregnancy test urine - in (B)(6) 2009: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/right pregnancy (ectopic)"), abortion of ectopic pregnancy ("loss of ectopic pregnancy/pregnancy(termination)"), intracranial aneurysm ("other injury (ies) or complications-please describe brain aneurysm from lupus") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a 33-year-old female patient who had essure (ess205) (batch no. 12274610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida and parity 2. *(B)(6)2009; right ectopic pregnancy. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2009, the patient experienced pelvic pain ("chronic pelvic pain/pain/pain pelvic"). On (B)(6)2009, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure (ess205). In (B)(6)2009, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6)2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition-type of disorder or condition:fibroids"). In (B)(6)2017, the patient experienced intracranial aneurysm (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and complication of device insertion ("only able to place essure device in left fallopian tube"). The patient was treated with surgery (brain shunt ¿ ventriculostomy and hysterectomy(full),salpingectomy (bilateral removal of fallopian tube),tubal ligation). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, intracranial aneurysm, allergy to metals, systemic lupus erythematosus, complication of device insertion and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter provided no causality assessment for abortion of ectopic pregnancy with essure (ess205). The reporter considered allergy to metals, complication of device insertion, ectopic pregnancy with contraceptive device, intracranial aneurysm, pelvic pain, systemic lupus erythematosus and uterine leiomyoma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: dense adhesions at left fallopian tube, filmy adhesions on right fallopian tube, normal ovaries, normal tubes.; on an unknown date: revealed an anteverted, small uterus, with smooth contour, normal tubes, no adnexal masses.. Pregnancy test urine - in (B)(6)2009: positive. Most recent follow-up information incorporated above includes: on 30-jan-2019: pfs received: following events were added : other injury (ies) or complications-please describe brain aneurysm from lupus,type of surgery: brain shunt ¿ ventriculostomy, reproductive system disorder or condition-type of disorder or condition: fibroids, did not undergo essure confirmation test. Outcome of the event pelvic pain was changed from unknown to recovered/resolved. Lot number added. Medical history added. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and pelvic pain ("chronic pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the ectopic pregnancy with contraceptive device, allergy to metals and pelvic pain outcome was unknown. The reporter considered allergy to metals, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.